Manufacturer narrative:
The returned pump was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
Customer contacted ameda, inc. On 08/03/2017 by email to report her purely yours breast pump was not suctioning properly. She states replacing valves many times with no resolution and the pump base is making some abnormal sounds. She reports her breasts are not draining properly which has resulted in left breast mastitis. She was examined by her physician on (B)(6) 2017 and prescribed a 10 day course of oral antibiotics to treat the infection. A replacement purely yours breast pump base was sent to customer.